Event description:
It was reported that the patient could not feel stimulation. The patient had his programmer in the box for a long time because he had not needed it. When he took the programmer out to make an adjustment, he was not able to communicate with the implantable neurostimulator (ins). Stimulation could not be adjusted with or without the antenna attached, despite attempts with two sets of batteries. Additional information received reported the patient also experienced a loss of therapeutic effect following a fall. The patient fell about 6 months prior to report and landed flat on his back. Additional information has been requested but was not available as of the date of this report.

Event description:
Additional information received reported that there was depletion of the internal neurostimulator (ins) battery. It was further noted that the ins was replaced. No patient injury was reported.

Manufacturer narrative:
Product ID 3093-28, lot# v094761, implanted: (B)(6) 2008, explanted: product typ lead; product ID 3037, serial# (B)(4). Product typ programmer. (B)(4).